Event description:
It was reported that, this pacemaker exhibited a safet switch due to high pacing impedances out of range on the right atrial (ra) lead. Arrhythmia logbook episodes also showed atrial tachy response (atr) episodes with right atrial (ra) lead noise and oversensing. Additionally, a signal artifact monitor (sam) was recorded. The technical services (ts) discussed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.